Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable causes include damage or deterioration of parts, as well as environmental factors such as dust, dirt, or optical issues. The most probable cause of this complaint is expected or random component failure, with no design or manufacturing issues identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was found that the adhesive around the objective lens of the videoscope had peeled. No patients were involved.